Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin pump made a faint squealing noise when down arrow or light is pressed. Customer also reported that blood glucose was between 70 mg/dl and 80 mg/dl. Customer's blood glucose rose to 400 mg/dl. After customer changed infusion set customer's blood glucose rose to 500 mg/dl. Customer was hospitalized on (B)(6) 2015 with blood glucose of 400 mg/dl. Customer was hospitalized due to mild diabetic ketoacidosis. Customer was treated with insulin drip and fluids. Customer was wearing insulin pump at the time of hospitalization.